Manufacturer narrative:
This notification is being reviewed due to a user of a dreamstation auto bipap device with an allegation of tobacco in the device. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. During the evaluation of the device, the device has no visualization of foam particles. In additional findings, the device was labelled as preservation device and routed to scrap. There was no patient harm or injury associated with this notification and no increased risk to the intended user. This device meets ul and iec requirements for flammability. Based on the information available, no MDR will be filed.

Event description:
The manufacturer received information regarding a dreamstation auto bipap. The device was returned to a third-party service center. During visual inspection of the device, corrosion was found on the power connector. In addition, the device was scrapped. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
H3 other text: device returned to third party service center for evaluation.